Event description:
The customer contacted physio-control to report that when attempting to power on their device, it was unable to complete a boot cycle and then powered off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to the single board computer (sbc).

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it was unable to complete a boot cycle and then powered off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.